Event description:
It was reported that the customer experienced a blood glucose (bg) level of 336 - 577mg/dl, low blood pressure, and a high level of ketones considered dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, potassium, and an additional unknown intravenous treatment. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.